Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, olympus confirmed the reported events, however, the most probable cause of the complaint is cause traced to component failure. In addition, there was foreign material found present within the device; however, the type of material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had a b30 communication error message including image is not displayed, noise appeared and foreign material was found preset within the air/water nozzle. There was no patient involvement.